Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient alleges the bolus advice on the blood glucose monitoring device is wrong. Patient reported that every time the bolus was given with the bolus advice, she has had hypoglycemia. Exact reading was not provided. Patient's target blood glucose range was not provided. Patient stated this has occurred for 4 months. Patient reported the settings are correct; the diabetes counselor verified. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu observed that the meter powered on with acceptable batteries. Iu connected the returned meter to retention pump, iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly, no defects were observed. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu manually reviewed the meters memory for the values indicated in case by customer. During the review of the meters memory the iu did not observe an unconfirmed bolus result within the alleged day. The iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. Additional analysis was performed on the returned meter due to the customer allegation. The customer alleged that bolus advice is incorrect. The iu investigation and failure analysis revealed that the bolus calculator in the customers meter is functioning as intended and all values alleged by the customer on (B)(6) 2013 were found to be accurate. The accuracy was verified by downloading the meters memory for the records and manually calculating boluses. The customer's allegation of the bolus advice is wrong was not observed during the investigation of the returned product. This case is set to not verified based on the iu investigation of the customer's allegation.